Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿

Event description:
The user facility reported a 65-year-old asian male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the access site was oozing and femstop was applied. It was also reported that the patient labs were hemolyzed. The impella cp was going to be retracted to avoid further hemolysis until the patient goes to cath lab for pump removal. After the second day of patient being on impella support the cp was removed due to confirmed thrombus in left ventricle, access site bleeding, and hemolysis.

Manufacturer narrative:
The investigation of access site bleeding, hemolysis, and thrombus has been completed. The impella device was not returned for evaluation. Access site bleeding: the root cause of the access site bleeding issue was not determined since product was not returned and insufficient clinical information was provided. Hemolysis: data logs were returned and "impella in aorta" alarms were observed. Clinical also mentioned that the pump was 5 cm deep and was repositioned. Therefore, the root cause of the hemolysis issue was improper positioning of the device due to improper technique. Thrombus: as the necessary information was not provided, the root cause of the thrombus was not determined" d6a and d6b revised from the initial submission in accordance with updated procedures. F6/f8-should have been left blank on the initial manufacturer device report number 1220648-2024-05841 in accordance with updated procedures. G1 reporting contact email revised on manufacturer device report 1220648-2024-05841 in accordance with updated procedures. H6 component code revised from the initial submission in accordance with updated procedures.